Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer's touch screen malfunctioned. The touchscreen worked correctly without any problems. Also, it was unable to confirm that the programmer was unable to interrogate devices even after changing the radiofrequency (rf) head multiple times. Several rf heads were used for testing, and the interrogation was possible without any problem. Additionally, it was noted that there was an error code in the software history. Also, it was noted that the cord bay and the cord bay latches were broken. The display hasp latches, and the keyboard hinges were broken. It was observed that the upper handle was broken. The upper hinges and the lower bullets were also broken. The logo button was broken. An electromagnetic interference repair was performed as a preventive measure. All the defective parts were replaced. The device then passed the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's touch screen malfunctioned. It was noted that it was not possible to interact with the programmer screen or interrogate devices, even after changing the radiofrequency (rf) head multiple times. There was no patient involvement.